Event description:
It was originally reported that three weeks after implant that the patient never had therapeutic effect. The pt was at home in good condition. Two and a half months later, the patient reported continued issues. It was reported that there was something wrong with "it". Further information is being requested from the hcp.